Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2022-00318. A physician reported a certas valve (ID 828814) was implanted via v-p shunt on (B)(6) 2022 with setting 2 and was used with bactiseal barium striped cath (ns0340). Due to suspicion of obstruction, shunt imaging was performed on an unknown date. There was no flow that could be confirmed on the distal part of the valve. The valve and catheter were removed (B)(6) 2022. The valve was replaced and it is unknown if the catheter was also replaced.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle hole in the needle chamber was noted. The valve was hydrate. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted with the valve.